Event description:
It was reported the shockpulse lithotripsy transducer was ¿not functional¿. The issue occurred prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Updated fields: d4; d8; d9; h4; h6; h10 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation and information obtained from this complaint, the most probable cause cannot be established due to no findings available. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse lithotripsy transducer was ¿not functional¿. The issue occurred prior to an unspecified procedure. There were no reports of patient harm.